Event description:
It was reported that the heads of an unknown quantity of ti matrixneuro screws self-drilling 5mm broke off during insertion. There is no additional information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for an unknown quantity of ti matrixneuro screws. Unknown investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.